Manufacturer narrative:
Based on the claim against the product by the customer noting the bipolar generator was working sporadically, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse replaced the e-100 generator as a precaution. The system was tested and verified as ready for use. The e-100 generator was analyzed and failure analysis (fa) was able to replicate and confirm the reported issue. Fa visually inspected the unit then installed it in a good internal system. Then fa tested the instrument seal, but it was not working well and the bi-polar generator was working sporadically. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the bipolar generator was working sporadically. The caller noted that it seemed to be while using the vessel sealer extend (vse). Technical support engineer (tse) confirmed that issue was related to e-100 specifically. Caller stated that the unit was rebooted multiple times, yet still seems to be having issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the robotic colectomy procedure was completed robotically.